Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the catheter was clogged, and it was unknown why. The catheter was removed and replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and baclofen via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2019 it was reported that no matter how high they increased the pump dose the patient didn¿t get relief. This began, per the patient, in ¿(B)(6) 2018 or might have been sooner¿. Per the patient, the catheter was clogged, and he kept having extra medicine in the pump at refills. The doctor also thought the catheter wasn¿t in the right place like it had shifted. The pump and catheter were replaced in (B)(6) of 2018. No further complications were reported/anticipated.